Manufacturer narrative:
(B)(4). Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue defibrillation gel.

Event description:
A us distributor reported that a patient had a skin irritation. The patient reported a skin irritation on his back. The skin irritation was described as an itchy, red, raised rash. The patient also has a sore under the front, right electrode. The patient's nurse applied a band aid to the skin irritation. The medical outcome of the skin irritation is unknown.